Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer reservoir transfer guard was had to remove and had issues with the air bubbles. The customer¿s blood glucose was 5.2 mmol/l at the time of incident. Customer¿s parent stated that they could not get the air bubbles out during reservoir and infusion set change. Customer's parent declined to troubleshoot for air bubbles. The product is expected to return for analysis.